Event description:
It was reported that the PICC line was repaired with 4f repair kit (old style). The required line was flushing well 4 days later PICC disappeared into pt. External part of PICC outside pt. The catheter was across lung & heart. Managed to snare out the catheter.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the products was not returned for evaluation.